Event description:
Seven minutes in to dialysis treatment in the ICU at hospital, this patient experienced shortness of breath, and 02 saturation decreased to 90%. The patient's primary nurse (hospital staff) was called to bedside and was present when shortness of breath became worsek o2 sat decreased to 86%, and the patient became unresponsive and stopped breathing. Patient was taken off dialysis machine and & code was initiated. Ccu physicians were at bedside. Patient reported as cardiac arrest.